Event description:
Oxygenator failed as cpb was initiated. Prebypass o2 checks were all normal. Blender, flowmeter, and oxygen sensor were all registering normal o2 levels. Immediately upon initiation of bypass, perfusionist noticed dark blood with fio2 setting at 100%. Perfusionist traced the gas flow line, no leaks or obstructions were found. Perfusionist called for backup. 3 perfusionists troubleshooted and could not find any issues with gas flow to the oxygenator. It was then decided to change out the oxygenator. They came off of cpb for a few minutes while anesthesia ventilated the patient and they changed out the oxygenator. As soon as bypass was re-initiated, bright red blood was observed and new oxygenator was working efficiently. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. No patient information has been provided. D.4. The inspire 8 hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is provided. G.5. The involved inspire 8 hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone oxygenator (catalog number 050701) is also registered in the USA (510(k) number: d335918). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.11. Livanova manufactures the inspire 8 hollow fiber oxygenator. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.